Event description:
The nurse called to report the pt was feeling nauseous and was vomiting so he went to the hospital. Upon arrival his blood glucose was reading 355 mg/dl. He was diagnosed with diabetic ketoacidosis and was placed on an intravenous drip. The pt currently in and out of consciousness at the time of the call. There was no additional bg level or history provided.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported; therefore, no qualification records resolved.